Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was resistance in the cartridge and the lens cracked. The surgeon thinks the cartridge is the issue. There was no reported patient harm. Additional information was requested.

Manufacturer narrative:
The cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into handpiece. The tip has heavy stress and a large aneurysm on the right side. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned cracked and cut into three pieces. Product history records were reviewed and documentation indicated the product met release criteria. Associated products indicated are qualified. The root cause for the reported event may be related to a failure to follow the dfu. Inadequate viscoelastic was observed in the device. The observed cartridge damage may indicate the lens/plunger was not in an acceptable position for advancement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).